Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving "35000 mcg/ml" fentanyl at "41942 mcg/day" via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pump was malfunctioning. It was further reported that a motor stall occurred on (B)(6) 2018 and the patient had not recently had an MRI. The pump was to be replaced on (B)(6) 2018. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the cause of the motor stall was likely high dose of fentanyl. The pump was not returned as it was hospital policy to keep the pump. The patient's weight was unknown and the pump was replaced.